Event description:
(B)(4). The dentist reported 6 months after the dental implant was installed in intraoral region #12 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was not executed.